Manufacturer narrative:
A philips field service engineer (fse) performed diagnostic on mrx defibrillator and found an issue with device startup after following the service manual. The battery was calibrated, and the issue was resolved. Functional tests were conducted and returned positive results. The device was then left for further continuous operation testing. It was determined that the cause of the reported problem was a malfunction during device startup. The reported problem was confirmed. The battery was calibrated, and the issue was resolved. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips a problem has been detected with the device booting up. There was no reported patient involvement.